Event description:
The customer was found semi conscious, couldn't stand or talk. They check pt's blood glucose and received a result of 170mg/dl. They called the doctor because they thought pt had a stroke. The doctor advised them to call 911. When emergency medical technician arrived they checked pt's blood glucose and received a result of 40mg/dl. The customer was given sips of coke. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.